Event description:
Pt got burned while procedure was in process.

Manufacturer narrative:
The handpiece was received with the tip on it in the condition of the complaint. It was observed that the scissor tip was not properly threaded onto the hand piece before it was used. The exposed o-ring caused a gap in between the tip and the handpiece. This gap exposed a section that was not insulated, which used in this condition would cause the device to arc in that section when used for a cautery application. The renew handpiece instructions for use contains precautions; item 2 states, caution: prior to use, assure that the plastic hub of tip is fully in contact with the insulation tube of the handpiece and that no gap exists between the two parts at that contact point. The mini endocut scissor tip, disposable (3152) - lot # unk, serial # unk, MFR date unk. The refurbished renew IV handpiece (3904r) - lot # 1150r, MFR date 12/20/2005.